Event description:
It was reported that a patient experienced peritonitis and septic shock manifested by abdominal pain, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis and septic shock was unknown. On the day of diagnosis, the patient was hospitalized for the events. Beginning on the date of diagnosis, the patient was treated with cefazolin intraperitoneally (dosage, frequency, and duration not reported) and fortum intraperitoneally (dosage, frequency, and duration not reported) for the events. The following day, the patient began treatment with cefazolin intravenously (dosage, frequency, and duration not reported), fortum intravenously (dosage, frequency, and duration not reported), and vancomycin intravenously (dosage, frequency, and duration not reported) for the events. Five days after the peritonitis diagnosis, the patient began treatment with fourth generation cephalosporin intraperitoneally and intravenously (dosages, frequencies, and durations not reported) for the events. One day later; therapy with intraperitoneal cephalosporin was discontinued, dianeal and extraneal therapies were discontinued, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis. At the time of this report, abdominal pain was continuing and the patient was on mechanical ventilation. The patient was not recovered from the peritonitis event and it was unknown if the patient was recovered or was recovering the septic shock event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.